Event description:
It was reported the right ventricular (rv) lead impedance has had a gradual rise since implant from 680 ohms to 1032 ohms. It was noted that the patient is receiving radiation therapy to the thorax area and that the rv lead had no signs of oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.